Event description:
A nurse opened up an ng secure patch and the adhesive part was curling. The rn opened six more packs all of which had the same curling issue of the adhesive portion. All of the patches came out of the original packaging.